Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was not able to get the continuous glucose monitoring system to work. Customer's blood glucose was 42 mg/dl and treated with six glucose tablets. Caller reported that carb ratio may be incorrect since customer lost 40 pounds. Caller declined troubleshooting.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).